Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that a small piece of metal came off of a 14mm long 4.0mm cervical self-retaining screw, self-tapping (04.613.614 lot unknown) during implantation for a c3-c6 anterior cervical fusion procedure; fragment retrieved. The procedure was able to be completed successfully, without surgical delay or patient harm, with the use of an alternative screw. The returned screw was examined upon receipt and was found to be without identifiable defect or deficiency which may have contributed to the reported complaint condition. After reviewing the screw under magnification the screw was found to be intact, as such the complaint is unconfirmed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No device history review was able to be performed for the returned screw as the corresponding lot number is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No root cause was identifiable as the device was returned without defect or deficiency which may have contributed to the reported complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). Part broke intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during screw insertion into a plate, a small piece of metal came off the screw for an anterior cervical procedure at c3-c6. The small metal piece appeared to be a piece of the screw thread. A surgical microscope was used to retrieve the fragment. The screw was backed out and another screw was implanted. There was no delay in surgery. The same plate was used. The surgeon was satisfied with the stability of the construct. Routine x-rays were taken to confirm placement of hardware. The procedure was completed successfully and the patient status was reported as good. This complaint involves one device. Concomitant medical products: vectra plate (part # 04.613.144, lot # unknown, quantity of 1) and vectra screwdriver (part # unkknown, lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).